Manufacturer narrative:
The fse was dispatched on (B)(6) 2018 and confirmed that the machine was running within specifications. A complaint and service history review was completed for serial number (B)(4) from 01-may-2015 through 12-jul-2016 for similar complaints. There were one (1) complaints reported during this time period similar to the present issue. The probable cause of the event was method validation pr-3 / operational error.. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 the customer reported on the aia-360 sn# (B)(4), that the pr-3 validation failed on prog iii. During the phone call the customer fixed the error. A field service engineer (fse) was dispatched. The customer is unable to run and requested service to address the reported event, which resulted in the delay of results for prog iii. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.